Event description:
A patient underwent a colectomy and the insorb 2030 skin stapler was used to close the skin incision. The wound separated the same evening post op. The separation was closed with metal staples in the o.r.

Manufacturer narrative:
Device not returned to manufacturer.